Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7071158. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 26210250.

Event description:
It was reported that the patient experienced pain and redness around the wounds and had trouble walking. The patient underwent a revision procedure to explant the entire spinal cord stimulator (scs) system due to an infection at the ipg site and laminectomy site. It is unknown what specifically caused the infection, however, the infection occurred post implantation. The patient was treated with cloxacillin.